Event description:
A pt reported blood glucose results of "15.0 mmol/l" with a lifescan meter and "11.0 mmol/l " on a laboratory device, performed within 10 minutes of each other . Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution are being replaced.